Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system would not boot up. The fse performed troubleshooting and found out that the system had defective host pc causing l3 and f11 to pop. The fse replaced the host pc, reloaded system software and tested system. After replacement, system was performing as intended and was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that, system would not boot-up. System was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system and found that problem with host pc. The fse replaced the host pc, reloaded system software and returned the system to use in good working order.